Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) appeared low on the chest film. While repositioning the iab, the console generated a fiber optic sensor failure message. The customer stated that the arterial line was fine until repositioned. They then began to troubleshoot and were advised to attempt recalibrating and reconnecting the fiber optic cable, but that was not successful. The getinge representative then suggested an alternate arterial line source. The customer tried transducing the central lumen of the iab but there was no signal. The lumen aspirated and flushed well. They tried transducing another arterial line on the patient but that was also unsuccessful. Eventually it was discovered that the iab transducer had malfunctioned, and once it was replaced they were able to successfully zero and continue pumping with an arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.